Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-mar-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge door was not opening. A field service engineer inspected the device and found the remote module (rm) failed and not recoverable. Upon inspection, a faulty latch was identified, replaced, and tested. The customer verified functionality, confirming the issue was resolved. The system functioned as intended after the field service engineer investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager system fridge door was not opening. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.